Manufacturer narrative:
A product deficiency was not reported or found. Consumer was advised that the reagent solution contains a harmful chemical. If the solution contacts the skin or eye, flush with copious amounts of water. If irritation persists, seek medical advice. A supplemental report will be provided if any additional is obtained. Device discarded, single use device.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 antigen self-test reagent on (B)(6) 2022. Per the consumer, he mistakenly mixed the solution and swab first before collecting the sample from his nostril. No additional patient information, including treatment and outcome, was provided.